Event description:
The patient reported having 10 - 12 weeks of diathermy, two to three times per week, in 2006. The lead is placed in the cervical region. The patient reported dizziness, shaky hands, motion sickness and pain over the neurostimulator since the treatment, whether the device is on or off. No report of device explantation. Additional information was requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.

Manufacturer narrative:
Manufacturer labeling states: "do not use shortwave diathermy, microwave diathermy or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system. Energy from diathermy can be transferred through the implanted system and can cause tissue damage at the location of the implanted electrodes, resulting in severe injury or death."